Event description:
The customer reported erroneous high patient results generated for ise (ion selective electrodes) which includes na (sodium), k (potassium) and quality control (qc) issue on their au480 clinical chemistry analyzer. The erroneous patient results were not reported out of laboratory. There was no report change to treatment, injury, or death associated with this event. The customer provided examples of two (2) patient results. The customer did not provide patient demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) assisted the customer over the phone. The fse had the customer inspect instrument perform ise maintenance, check o-rings, tubing's, syringes, sample pot and performed enhanced cleaning. The customer replaced the electrodes which resolved the issue. The customer did not call back to report further reoccurrence of issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. E1: initial reporter phone number is (B)(6). Beckman coulter internal identifier is (B)(4).